Event description:
It was reported that during patient use, the ventilator alarmed and the display went blank. The ventilator continued to ventilate the patient. The patient was transferred to another ventilator without any reported harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The customer support engineer (cse) evaluated the device and verified the reported malfunction. The repair and replacement of the graphic user interface (gui) printed circuit board (pcb), and the upgrade to the software current revision are still pending.